Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for non-malignant pain and occipital neuralgia. It was reported that the patient had a very tender spot. The patient said it was on the right side where the pad of the lead goes over the occipital nerve. The patient said when she lays her head back like on the chair, sometimes it gave her a jolt "not like up too high." The patient stated it was a different feeling. There were no trauma/falls or accidents reported that could be related to this issue. The patient was sent physician listings. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer. It was reported that one of the patient's electrodes isn't functioning right and it gives them a little charge and little zaps even when the ins is off. The patient stated that they went into the clinic where the device was implanted and the patient stated that they had let their device run out of battery and was told they couldn't test the device in that stated. The patient stated that they need a manufacturer's representative (rep) to check the device or reprogram it. The patient stated that the device still zaps them when the ins is out of power but "not as much". The patient stated that if they lay their head back they touched this one spot and it felt prickly. An email was sent to the field. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID (B)(4) lot# n070524 serial# implanted: (B)(6) 2007 explanted: product type lead product ID (B)(4) lot# n089743n01 serial# implanted: (B)(6) 2007 explanted: product type lead due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer (B)(6) 2018 it was reported the patient wanted adjustments to her current programming because she was experiencing ¿shocks¿ where her leads were placed (occipital). The patient noted that these ¿shocks¿ are positional related and most often occur when she is lying down and during neck extensions. The ins was interrogated, and impedances were checked. Each contact fell within normal range. The representative gave her group adjust so that she could adjust the left and right leads simultaneously. She was asked to use a lower intensity level to see if this reduces the ¿shocks,¿ while still providing relief. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.